Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer first declined a replacement insulin pump, but the customer stated that the device was exposed to rain and now would like the insulin pump replaced. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.